Event description:
It was reported that a puncture burn occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure in their lung. A 3.0/15/15 leveen coaccess was used. Access was gained using a posterior approach on the right apical nodule and a 100w cycle was done for 1 minute. The needle was "entered using a forceps" in order to avoid thermal lesions of the anterior pleura. It was reported there was a possible crack in the leveen coaccess. The patient sustain a third degree burn that appeared while "warmin on accross tha area in contact with the metallic forceps." The procedure was interrupted. The burn was treated with a cold wet compress (jelonet and flammazine). The patient was referred to the surgical center for repair. Controlled wound healing started the following day. It was further reported that the physician held the needle with a metallic forceps. The electrical conduction caused the burn. The patient returned home without further intervention.

Event description:
It was reported that a puncture burn occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure in their lung. A 3.0/15/15 leveen coaccess was used. Access was gained using a posterior approach on the right apical nodule and a 100w cycle was done for 1 minute. The needle was "entered using a forceps" in order to avoid thermal lesions of the anterior pleura. It was reported there was a possible crack in the leveen coaccess. The patient sustain a third degree burn that appeared while "warmin on accross tha area in contact with the metallic forceps." The procedure was interrupted. The burn was treated with a cold wet compress (jelonet and lumazine). The patient was referred to the surgical center for repair. Controlled wound healing started the following day.